Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The lesion in an unk location was not predilated. The physician inserted the taxus express2 3.5x8mm drug eluting stent to the lesion, however the stent would not cross. The stent was removed and the physician found that the stent strut was bent. The procedure was completed with another taxus stent. No pt complications were reported.